Event description:
The customer was treated by the paramedics for a low blood glucose reading. The customer had low blood glucose because he was working, and skipped a meal. The customer also reported no delivery alarms on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.